Event description:
During an atrial tachycardia procedure, there was an effusion requiring an epicardial drain and surgery for repair. Prior to the perforation, about 2 hours into the procedure when it was attempted to place the ablation catheter in the coronary sinus to complete a mitral isthmus line, it was noted that there were very high force readings of about 220g. Positioning the tactiflex ablation catheter far enough into the coronary sinus was also difficult. After repeated force zeroing outside of the patient, the force would get stuck and recalibrate at 60g. The tactisys was restarted, but the issue continued. The tactiflex ablation catheter was replaced, and a non-(B)(6) terumo wire was used to help insert the sheath. It was noted on x-ray that the non-(B)(6) terumo wire went down a side branch of the coronary sinus. The procedure was able to be completed. Later that day, the patient experienced discomfort and shortness of breath. A transthoracic echocardiogram showed an effusion, and the patient was brought to surgery. During surgery the hole was found to be in a very distal side branch of the coronary sinus. This may have been caused by the tactiflex ablation catheter, possibly when showing potentially inaccurate force measurements. However, the conclusion was that the wire was likely responsible for the effusion. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).